Manufacturer narrative:
It was incorrectly reported in initial report that patient had no loss of best corrected visual acuity (bcva) however, patient experienced 1 line decrease of bcva in right eye. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Transient light sensitivity syndrome, photophobia. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 presented on (B)(6) 2017 with photophobia in both eyes. The symptoms resolved temporarily with short course of durezol but returned once medication was discontinued. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity syndrome especially in the morning that is occasionally relieved with artificial tears . Patient reported symptoms are not interfering with daily activities. On (B)(6) 2017 patient was restarted on steroids (lotemax gel samples given) and taper for a month. Bcva from (B)(6) 2017: right eye pre-op 20/20 -7.50 x -1.00 x 95; left eye pre-op 20/20 -7.75 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/25 -.75 x .00 x 90; left eye post-op 20/20 .00 x -.75 x 168.